Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service on (B)(6) 2024 to report this peritoneal dialysis (pd) patient was hospitalized with a diagnosis of peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2024. The patient called the pd clinic on (B)(6) 2024 with complaints of weakness and low blood pressure. Additionally, the patient was below dry weight (weight not provided). The patient did not report any abdominal pain. The pdrn stated the patient has a history of pulling off too much fluid during treatments and the clinic thought he may be dehydrated. The patient was instructed to go to the emergency room (ER) for evaluation. Bloodwork was obtained. The patient¿s white blood cell count was 329 with 49% polymorphonuclear cells. The patient had urine and blood cultures taken. The patient was admitted to the hospital and diagnosed with peritonitis based on the lab values. The patient was initiated on antibiotic therapy with vancomycin (route, dose, and frequency unknown). The cultures were both negative for growth. The patient was discharged from the hospital on (B)(6) 2024. The patient continued the vancomycin with the last dose on (B)(6) 2024. The pdrn stated that during the patient¿s pd treatment on (B)(6) 2024, the initial bag of solution was leaking. The patient¿s spouse changed out the solution and connectors; however, the cassette was not changed. The pdrn stated that this could have been the cause of the patient¿s peritonitis event, but no cause had been confirmed. No further information was provided.